Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2024 and the skin of the perineal wound was sutured with suture. On the 17th day after surgery, the patient found a hard nodule at the wound site without redness, swelling, or pain. The patient had poor wound healing. The patient sought medical attention on the 18th day after surgery. Considering that the suture have not been absorbed, some suture will be removed and disinfected.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: 1. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. Contacted with the sales rep today via phone, please refer to event description and other information requested is unknown.